Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine prolapse ("prolapse/ recurrent prolapse"), device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side"), fallopian tube cancer ("laparotomy with removal of the fallopian tubes/ salpingectomies for cancer") and uterine leiomyoma ("leiomyoma") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei (as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fallopian tube cancer (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (vaginal hysteroctomy and salpingectomy at the time of l/s colpopexy), surgery (laparotomy with removal of the fallopian tubes,saplingectomies) and surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the device dislocation, fallopian tube cancer, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, fallopian tube cancer, uterine leiomyoma and uterine prolapse with essure. The reporter commented: reporter will discuss with patient in (B)(6) for treatment. Patient may have another laparoscopy in the future but that is yet to be determined diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity incidental findings were essure presume the right since it is on that side. Her flat plate of abdomen was after her cholecystectomy / dialated bile duct right lower. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube cancer ("laparotomy with removal of the fallopian tubes/ saplingectomies for cancer"), uterine leiomyoma ("leiomyoma") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei (as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cancer (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with removal of the fallopian tubes,saplingectomies) and surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the fallopian tube cancer, uterine leiomyoma, device dislocation and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, fallopian tube cancer and uterine leiomyoma with essure. The reporter commented: reporter will discuss with patient in (B)(6) for treatment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity incidental findings were essure presume the right since it is on that side. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-aug-2017: event prolapse added. Patient initials were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of hysterectomy ("vaginal hysterectomy"), salpingectomy ("laparotomy with removal of the fallopian tubes") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. In 2011, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). In 2013, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the hysterectomy, salpingectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation, hysterectomy and salpingectomy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted in 2009 and it was reported that she had a vaginal hysterectomy in 2011 and then a laparotomy with removal of the fallopian tubes in 2013. She had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side (considered as device dislocation into abdominal cavity). All these events are regarded as anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for undergoing a vaginal hysterectomy and salpingectomy was not provided. As it was reported that a recent abdominal x ray was performed and essure was located in pelvic cavity, the essure coil (side not reported) had probably migrated prior to undergoing the surgeries reported. The exact mechanism of device dislocation into abdominal cavity was not known. No information about the removal of this metallic coil was reported. However, based on this information, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine prolapse ('prolapse/ recurrent prolapse'), device dislocation ('had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side') and uterine leiomyoma ('leiomyoma') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei(as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysteroctomy and salpingectomy at the time of l/s colpopexy and vaginal hysterectomy) and laparotomy with removal of the fallopian tubes,saplingectomies. Essure was removed. At the time of the report, the device dislocation, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, uterine leiomyoma and uterine prolapse with essure. The reporter commented: reporter will discuss with patient in july for treatment. Patient may have another laparoscopy in the future but that is yet to be determined. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: results: metallic coil in pelvic cavity. Diagnostic results: incidental findings were essure presume the right since it is on that side. Her flat plate of abdomen was after her cholecystectomy / dilated bile duct right lower. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube cancer ("laparotomy with removal of the fallopian tubes/ saplingectomies for cancer"), uterine leiomyoma ("leiomyoma") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei(as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cancer (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with removal of the fallopian tubes,saplingectomies) and surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the fallopian tube cancer, uterine leiomyoma, device dislocation and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, fallopian tube cancer and uterine leiomyoma with essure. The reporter commented: reporter will discuss with patient in july for treatment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity incidental findings were essure presume the right since it is on that side. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Amendment: the report was amended for the following reason: as per mail communication the event "laparotomy with removal of the fallopian tubes/ salpingectomies for cancer " removed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube cancer ("laparotomy with removal of the fallopian tubes/ salpingectomies for cancer"), uterine leiomyoma ("leiomyoma") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei(as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cancer (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with removal of the fallopian tubes,salpingectomies) and surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the fallopian tube cancer, uterine leiomyoma, device dislocation and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, fallopian tube cancer and uterine leiomyoma with essure. The reporter commented: reporter will discuss with patient in (B)(6) for treatment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity incidental findings were essure presume the right since it is on that side. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube cancer ("laparotomy with removal of the fallopian tubes/ salpingectomies for cancer"), uterine leiomyoma ("leiomyoma") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and culdoplasty (for prolapse, laparoscopy with darrnei(as written)). In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cancer (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparotomy with removal of the fallopian tubes,salpingectomies) and surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the fallopian tube cancer, uterine leiomyoma, device dislocation and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device dislocation, dysmenorrhoea, fallopian tube cancer and uterine leiomyoma with essure. The reporter commented: reporter will discuss with patient in (B)(6) for treatment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity incidental findings were essure presume the right since it is on that side. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jul-2017: event "vaginal hysterectomy" was deleted. Event "laparotomy with removal of the fallopian tubes" was updated as "laparotomy with removal of the fallopian tubes/ salpingectomies for cancer". Event "dysmenorrhea","leiomyoma" were added. Medical history updated. Incidental findings were added as lab data. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of hysterectomy ("vaginal hysterectomy"), salpingectomy ("laparotomy with removal of the fallopian tubes") and device dislocation ("had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. In 2011, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). In 2013, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the hysterectomy, salpingectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation, hysterectomy and salpingectomy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metallic coil in pelvic cavity. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted in 2009 and it was reported that she had a vaginal hysterectomy in 2011 and then a laparotomy with removal of the fallopian tubes in 2013. She had a recent abdominal x ray which the report stated there is a metallic coil in pelvic cavity on her return side (considered as device dislocation into abdominal cavity). All these events are regarded as anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for undergoing a vaginal hysterectomy and salpingectomy was not provided. As it was reported that a recent abdominal x ray was performed and essure was located in pelvic cavity, the essure coil (side not reported) had probably migrated prior to undergoing the surgeries reported. The exact mechanism of device dislocation into abdominal cavity was not known. No information about the removal of this metallic coil was reported. However, based on this information, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Further information and product technical analysis are being sought.